Event description:
It was reported that patient presented remotely via merlin.net transmission, several episodes of lead noise reversion with potential oversensing issue was observed on the rv lead. It was recommended to bring the patient in clinic to perform isometric testing. Patient was stable and will continue to be monitored. No further information available.

Event description:
New information received states that the lead continues to have noise that is not replicated with isometrics. No changes were made to the device. The lead noise will continue to be monitored.